Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had liner and femoral head ball swap. This was done as patient had issue with dislocation. Doi: (B)(6) 2016; dor: (B)(6) 2021; unk hip. Left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A device history record (DHR) review was performed. No anomalies or deviations were found during the review. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : 756552. A device history record (mre) review was performed. No anomalies or deviations were found during the review. Device history review: a device history record (DHR) review was performed. No anomalies or deviations were found during the review